Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an off no power alarm on the insulin pump while trying to do fill tubing. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that he got the 3 beeps from the pump and saw a blank screen on the pump. Customer stated that he was using a (B)(6) battery. Customer did not receive a low battery alert prior to the off no power alarm. Customer stated that the pump was not dropped or bumped. Customer reported that there were no unattended alarms and the pump keeps losing power during the prime rewind sequence. Customer was advised to monitor the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.